Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the monitor would not turn on. The user tried multiple outlets and verified that the issue was with the pyxis unit and not the outlet. There was no indication that the unit was attempting to boot up. The field service engineer (fse) replaced the drawer control board for main drawer 5 and tested the system using the hardware testing application. All tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, monitor would not turn on and offline on remote smart service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.